Event description:
User reported a bobbin issue with the roller pump in which the bobbin did not properly engage. There was no patient harm, but spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Investigation was unable to replicate the reported issue. The unit did not make any noise and the tubing was held correctly in place.